Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, the noise occurred in the image was due to the component failure of the charged coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video laparoscope had noisy image. There were no reports of patient harm.

Manufacturer narrative:
E1: due to word limit, the name of the facility should be (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.